Event description:
During a surgical procedure (ureteroscopy with laser lithotripsy stent insertion), a laser fiber cable caught fire on the machine attachment end. The fire was not within the patient area and did not affect the patient. The fire was extinguished quickly as soon as it started by the circulating nurse/laser operator. The charge nurse was notified who then notified biomedical equipment and the operating room manager. The laser fiber was removed and sent to biomedical equipment for examination. A new laser fiber was then utilized to complete the procedure. There was no harm to the patient and no significant delay in care.